Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. The dilator was also returned. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown.

Event description:
During a pvc procedure, the catheter was inserted into the heart through the sheath and manipulated. When it was removed from the patient, blood backflow was noted from the valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.